Event description:
Caller reported a malfunction on the pump, and it was identified with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the caller with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction reappeared, which the caller understood and acknowledged.